Event description:
A bioplex implant was fractured as it was being impacted during surgery. Another implant of the same type was used to complete the case uneventfully. There was no complication and/or injury to patient. Patient doing well.